Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received ise internal reference errors on their cobas 6000 c (501) module - c501. They had a high ise indirect na for gen.2 (sodium) result from a patient sample on (B)(6) 2017. A second sample from this patient was then tested, and the sodium result was normal. The customer could not provide specific data for this patient. The customer also stated that they received an erroneous result for another patient sample tested for sodium. The patient sample initially resulted as 164 mmol/l accompanied by a data flag and automatically repeated as 257 mmol/l. An erroneous result was reported outside of the laboratory. The sample was repeated on a different c501 analyzer, resulting as 143 mmol/l. The repeat result of 143 mmol/l was believed to be correct, and a corrected report was issued. The patient was not adversely affected. The sodium electrode lot number and expiration date were requested but not provided. The customer performed an ise check. The field service engineer determined that there was severe buildup on the ise block and a valve was not functioning properly. He also found that an o-ring was missing between the reference electrode. He removed the buildup from the ise block and repaired the valve that was stuck closed. He replaced the missing o-ring. He ran several ise checks, but received random internal reference errors. A later visit from the field service engineer determined that an o-ring was missing. He replaced the o-ring and primed the analyzer. He ran calibration, controls, and an ise check 20 times; all were within specifications. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Controls associated with the event were within range. Possible root causes include air in the sample channel, leakage current coming from the waste, or an old and/or expired reference electrode.